Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and insulin pump was not giving no delivery alerts. Customer¿s blood glucose was unknown. Customer stated that stripped threading on battery cap, insulin pump rejects battery, had grinding while rewinding. Insulin pump will not be returned for analysis.